Event description:
Patient was to receive a 24 hr infusion of mesna 1080 mg in a one liter bag. Programmed using guardrails. Although the pump showed a rate of 42 cc per hr and the volume to be infused showed 182, the entire liter was infused in 4 hrs and 20 minutes.